Event description:
Type of procedure performed: laparoscopic cholecystectomy with intraoperative cholangiogram complaint based on medwatch uf/importer report # (B)(4). During a surgical procedure a clip applier device had a piece come off into the patient's abdomen. The resident using the device noticed this and removed the piece and asked to replace the device. Device malfunction- that is, the device did not do what it was supposed to do. Per the submitted medwatch form, product is available for return. Additional information received via email on 03mar2021 from [name] no known injury information regarding the size and model of the trocar used was not provided to [name]. No photos are available of the product as it is currently wrapped. Patient status: no patient injury reported. Type of intervention: the resident removed the piece that fell into the patient and requested a replacement for the device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the top housing, a partially exposed component located on the distal end of the shaft, had separated from the device. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the reported event based on the evaluation of the returned unit and description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic cholecystectomy with intraoperative cholangiogram complaint based on medwatch uf/importer report #(B)(4). During a surgical procedure a clip applier device had a piece come off into the patient's abdomen. The resident using the device noticed this and removed the piece and asked to replace the device. Device malfunction - that is, the device did not do what it was supposed to do. Patient status: no patient injury reported. Type of intervention: the resident removed the piece that fell into the patient and requested a replacement for the device.